Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the rx graftmaster covered stent was deployed at a maximum pressure of 14 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use specifies: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. It is unknown if the IFU deviation contributed to the reported event. The reported patient effects of surgical procedure and perforation are listed in the graftmaster rx coronary stent graft system, instructions for use as known patient effects that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported failure to seal. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 2.8x19mm rx graftmaster and 2.75x28mm xience sierra referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery. A 2.75x28 xience sierra stent was deployed at 12 atmospheres (atms) without issue. Standard post-dilatation with a 3.5x10mm non-abbott cutting balloon was performed at 14 atms. After the inflation, the patient became hypotensive with low cardiac outflow. Via angiogram a perforation at the lesion was noted. Emergent pericardiocentesis was performed. A pericardial drain was placed and used to intermittently remove and auto-transfuse the patient. Patient was placed on levophed drip. Balloon tampanade was attempted with a 3.5x12mm nc trek but the perforation kept leaking. A 2.80x19mm rx grafmaster stent was inserted and deployed at 14 atm. There was still noted leaking into the pericardial space leading to cardiac tamponade. Emergent periocardiocentesis and auto-transfusion were repeated multiple times. After post-dilatation of the covered stent, the perforation seemed to have worsened. Balloon tamponade using a 3.5x12mm nc trek was performed at 18 atm. Once the device was removed, the patient became increasingly hypoxic (lacking oxygen) and was emergently intubated. The nc trek balloon did not cause or contribute to the hypoxia. Additional nc balloons (4x12, 4.5x8) were inflated at 14 atm. Angiography still noted leakage and patient condition worsened. It was decided to then deploy a 4x19mm rx graftmaster at 14 atm as the patient had already entered hemorrhagic shock. The perforation continued to show leakage after the second covered stent implantation. Another 4.5x12mm nc trek balloon was inserted and ballooned at 14 atm, but perforation remained leaking. After post-dilatation of the covered stent, the perforation seemed to have worsened. Patient was emergently taken for coronary by-pass grafting surgery. The patient ultimately died of intramyocardial dissecting hematoma during surgery the same day. An autopsy was not performed. It was confirmed that the use of the nc trek balloons did not cause or contribute to the perforation. No additional information was provided.